Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in the operating room for a scheduled lead revision procedure, upon interrogation inadequate capture threshold was observed with r-waves variations on the lead. No oversensing issue was observed on the lead. Lead fracture was observed on the lead however it is not known what may have caused this. Lead was explanted and a new lead was implanted. No further information available.